Event description:
Removal of asnis screws and washers.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: per the information received later on, it was determined that this product was removed because the patient was healed. There was no problem reported and it was an anticipated removal of hardware. If any additional information is provided indicating otherwise the investigation will be reworked. No further action or investigation is required regarding this case.

Event description:
Removal of asnis screws and washers.